Event description:
During a procedure to stent an esophageal stricture, the physician used a wilson-cook esophageal z-stent w/dua anti-reflux valve. Stent placement was successful. Upon removal of the introduction system the sutures became caught between the introduction system and the stent. The physician cut the sheath of the introduction system for successful removal. The placed stent remained in proper position. The pt's condition was reported as stable.